Event description:
It was reported to philips that the device was slow to boot up due to low disk space. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was slow to boot up due to low disk space. Review of the system log file showed host pc and ippc failure. The fse cleaned the host pc and ippc memory bars and board cards and he replaced image hard disk, recreated database and redownloaded the ippc software. After replacement of the image hard disk, recreation of database with the redownloaded ippc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.